Event description:
It was reported that this pt from the study was diagnosed with in-stent restenosis in 2009, almost a year after implant of a precise stent in the ostium of the right internal carotid artery. The in-stent restenosis (isr), was noted as being secondary to myointimal hyperplasia. The isr was discovered on ultrasound and was described as visible narrowing in the mid-stent portion consistent with 70% occlusion. However, since the pt was asymptomatic, no treatment was performed. The index procedure was in 2008, in which an 8 x 30 mm precise stent was implanted in an eccentric lesion in the ostium of the right internal carotid artery without complication. The lesion was pre-dilated, but was noted as resistant to pta. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.